Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ¿some kind of plastic film fiber¿ attached on the iol during a ¿couple¿ of intraocular lens (iol) implant procedures. The surgeon believes this is coming from the cartridge since the iol¿s are inspected prior to loading the iol in the cartridge. The fiber was removed with irrigation/aspiration handpiece during the initial procedures. There was no patient harm reported.